Event description:
As reported, the 8x100 smart control stent was used as per the IFU but unable to cross the lesion due to step with an unknown .018 guidewire. The guidewire was replaced with another non-cordis guidewire, but the tip got frayed because the smart control was caught on calcified region. The complaint device was stopped using. The procedure completed by using two smart stents (10) and two smart stent (8mm). There was no reported injury to the patient. This was an evt case. The lesion was both iliac arteries. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
The 8x100 smart control stent was used as per the IFU but unable to cross the lesion due to step with an unknown .018 guidewire. The guidewire was replaced with another non-cordis guidewire, but the tip got frayed because the smart control was caught on calcified region. The complaint device was stopped using. The procedure completed by using two smart stents (10) and two smart stent (8mm). This was an evt case. The lesion was both iliac arteries. Additional information was requested; however, the information was not obtained after multiple attempts. There was no reported injury to the patient.the device was not returned for analysis. Without the return of the device for analysis the reported catheter tip- frayed/split/torn, was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.